Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a device change out procedure, the patient experienced diaphragmatic stimulation. The left ventricular lead was explanted and replaced. The patient was stable.